Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative recommended parts for replacement. The resolution is currently unknown.

Event description:
The ge healthcare service representative reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.